Manufacturer narrative:
(B)(4). A review of the device history record has been performed. This review confirmed that this lot of products was released according to specifications. A search of the global complaints database revealed that this was the only report on file for this lot of product. The report has been added to the database which is monitored for similar occurrences.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a reattachment of the intestinal tract following a colon perforation and fistula formation six months prior, the doctor recalled that there was an instance of product use that could have resulted in about 20% of the implant disappearing. The doctor thought generally that the product was ok. Although there was some delayed wound healing and leakage, the patient is reportedly doing ok. According to the doctor, the majority of the product worked properly and the patient was discharged from the hospital in a good state.